Manufacturer narrative:
Unit had unresponsive buttons due to corroded keypad traces. Unable to perform operating current test or verify weak battery due to unresponsive buttons. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer's spouse reported via phone call that customer's insulin pump received a weak battery. It was also reported that buttons were not responding and numbers were scrolling.